Event description:
This rv lead was implanted on (B)(6)2004 and was capped on (B)(6)2012. Noise was noted on the rate/sense portion with inappropriate therapy. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).